Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that a new battery was inserted and the pump was not able to be power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred on (B)(4)2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. Evidence of moisture contamination was found on the underside of the battery cap. The battery cap was able to be fully secured and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.